Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "power led, scaler/descaler board, power supply, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the medical power supply had a burning smell. The power supply was replaced during this time and the monitor turned back on with no image issues.

Manufacturer narrative:
The device manufacture date is not known at this time because the lot/ serial number is unknown . However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the medical power supply had a burning smell. The power supply was replaced during this time and the monitor turned back on with no image issues.